Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: initial reporter is j&j company representative. Investigation summary service and repair evaluation: the customer reported that the item's were pulled due to performance issues, the hand piece for battery powered driver no speeds work. The issue was observed during weekly audit. The repair technician reported that the device does not run in fast forward, forward, reverse conditions, showed patina was present on switch plate and housing, brown residue on barriers. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, shrink tubing, drive shaft bearing, drive shaft rotary seal, motor/gearhead, cam screw, membrane switch/flex circuit, hand piece for battery and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection on 09-jun-2022 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history part #: 05.000.008 synthes lot #: 008078 supplier lot #: 008078 release to warehouse date: 13 dec 2021 supplier: triangle manufacturing no ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the item's were pulled and removed from service due to performance issues during routine inspection. There was no patient or surgical involvement. In units 008003, 007080, 008054 reverse does not work. In units 007087, 008078-no speeds work. In unit 006941-med and reverse do not work. This is report 3 of 4 for (B)(4). This report is for a hand piece.